Manufacturer narrative:
Date rec'd by MFR: 06nov2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician calibrated the touchscreen; however, the issue persisted. The service technician replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 27may2020. Date of report: 27may2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no fault was found. The issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/29/2019.

Event description:
It was reported that the unit's touchscreen was misaligned. There was no patient involvement.